Event description:
This is a case reported on (B)(6) 2012 by baxter (B)(4) from a patient from hospital (B)(6). On (B)(6) 2012, a baxter pharmacovigilance specialist received a complaint involving unknown pd products. The patient reported having peritonitis. The date of onset of this peritonitis episode was not reported. It was not reported if the patient was hospitalized for this event. Treatment was not reported. Outcome was not reported. A causality assessment was not provided. The sample was not available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Since the lot number was unknown, a batch review could not be performed.